Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the guidewire got stuck inside the lead and the physician was unable to pull the guidewire back out. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead was obstructed due to a guidewire stuck in the lumen. The guidewire was kinked/buckled. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.